Event description:
It was observed during the device evaluation, the videoscope had a burn on the plastic distal end cover. The issue was observed during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported complaint was identified. Based on the results of the investigation, a root cause was not identified. It is presumed that this incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip the event 1 is detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.